Event description:
The lay user/patient contacted lifescan (lfs) france on (B)(6) 2011 alleging that his one touch verio pro meter would not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that his meter would not power on for approximately 7 days. During that time he continued to take his insulin from his pump. On (B)(6) 2011, starting in the morning, the patient had developed symptoms of feeling shaky and heavily sweating and nearly falling into a coma. The patient had the symptoms all day long. The patient did not attempt to self- treat and had no other way of testing his blood glucose. The patient was taken to the hospital in the evening of (B)(6) 2011 and his initial reading in the hospital at 6:00 pm was 894 mg/dl. He claims that result was on the hospital's device. The patient was treated with humalog insulin and was admitted in the hospital for 6 days. The patient's blood glucose was tested every 15 minutes while in the hospital and two days later, his blood glucose was tested every hour. The diagnosis in the hospital was "hyperglycemia." A normal reading the patient had obtained on his meter is around 105-156 mg/dl. While troubleshooting, it was not noted that the batteries did not need to be replaced and the patient had been using the correct test strips. The meter did not power on by pressing the power button. There was no misuse of the product. The product was replaced and requested back. The complaint is being reported since the patient alleged that due to the meter not powering on, he was unable to test for 7 days, developed symptoms, and was admitted in the hospital for a blood glucose result of 894 mg/dl.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been evaluated by product analysis with the following findings: on (B)(4) 2012 the test strips were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # isk093745.